Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: 1. Robotic procedure? No. 2. Lot # ? Lot: lam142. 3. New user or experienced user? New user. 4. If experienced ¿ another device? 5. Ethicon associate (sales rep) present during the procedure? Yes, during the event related to the product complaint. 6. When did the suture break (before use on patient, during use on patient while suturing)? During use on patient while suturing. 7. Where did the suture break? (In relation to needle, what is the approximate location of suture breakage? A few centimeters away from the fixation tab. 8. What in the physicians opinion was the cause of the suture breakage? He believes the product is defective because he was not pulling very hard. 9. The report states "the symmetric has broken twice before" please confirm the total qty of sutures that broke during this procedure/patient event? During the procedure related to this product complaint, only one suture broke (the product was sent in). Dr. Lee used another sample product to finish closure.

Event description:
It was reported that the patient underwent a lumbar fusion and decompression surgical procedure on unknown date and the barbed suture was used. During use on the patient while suturing, the barbed suture broke a few centimeters away from the fixation tab. Another barbed suture was used to complete the procedure.